Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) balloon catheter ruptured at 10atm in a heavily calcified vessel. The stent appeared to be dog boned during the inflation. The stent delivery system was removed from the stent. An attempt to pass a balloon catheter through the stent for post-dilation was unsuccessful. The pt then went to surgery for removal of the stent and bypass of the vessel. No other info was provided.